Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an attempted implant, the quadripolar lead was exhibiting high thresholds. The lead was repositioned but high thresholds continued to be seen. The quadripolar lead was then replaced with a bipolar lead showing good measurements. There were no reported adverse consequences to the patient.